Event description:
Per complaint form: rep is waiting on more details, including graft sizes implanted and imaging from physician. Physician spoke to him (B)(6) 2012 and asked that he review a CT on one of his patients that he implanted a zenith main body and 2 iliac leg grafts in 2006. Physician states that aaa sac is growing but there doesn't appear to be evidence of endoleak on CT. The cook rep asked the physician if he could get copies of original pre-op CT from 2006 and any follow-up scans available and told him he would like to submit them to cook for review if he was interested. Physician said he will provide imaging within the next several days.

Manufacturer narrative:
(B)(4) - aneurysm growth is labeled in the IFU. Event evaluation: still under investigation.